Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited no capture, noise and the lead impedance had reduced. The lead will be revised and remains in use. No further patient complications have been reported as a result of this event.